Event description:
Healthcare professional reported left side "implant removal from textured to smooth due to the concerns of the product" and "rupture". Healthcare professional later reported "mildly complex fluid adjacent to the left breast implant. Two layers of capsule can be seen in the posterior to the left implant, suggestive of capsular dissection. This is associated with intracapsular fluid, accumulation posterior to the implant. The fluid signal appears to be complex with restriction on dwi, finding can be secondary to mild intracapsular silicone leak or debris". Device has been explanted.

Manufacturer narrative:
Ad 5/nov/2024 - ultrasound and MRI report received. Pending med review to confirm new codes. B3 (B)(6) 2024. B5 see med review for full events added. B6 ultrasound (B)(6) 2024; MRI (B)(6) 2024; "aspiration arranged." H6 new event codes & f2201, f1905. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant removal from textured to smooth due to the concerns of the product" and "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed 1 opening assessed as surgical damage. As per the investigation procedure particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product" and "rupture". This record is for the left side. Device has been explanted.